Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they were getting shocking. The patient reported that they were getting shocking further down where a wire runs even when the device was off.